Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink continu-flo solution set. This occurred during priming. There was no patient involvement. No additional information is available.